Event description:
It was reported that during a lap wedge resection on (B)(6) april, the staples were unformed when it was fired on the wedge with the green cartridge. The target tissue was thick. The surgeon waited 15 seconds after clamping the tissue prior to firing and also waited after firing as well. When the jaw was opened, it was found that the staples were unformed (legs unformed). Additional suture was performed and the case was completed. However, leak occurred from the staple line on (B)(6). The surgeon is planning to perform reoperation on (B)(6). The surgeon has used echelon device more than a year. No device will be returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional followup: acc. To the information there's no relation between the device and the leak because the leak was not from the staple line. [Additional information]: (B)(6) 2012 ; the reoperation was performed laparoscopically. The doctor checked the staple line visually and he performed leak test but no leak was found on the staple line. The leak was from new emphysematous bulla which was not found at the first surgery. An emphysematous bulla located near the staple line but not on the staple line. The doctor stapled the leak area using nag45 and neoveil, and the reoperation was finished. The patient condition is stable. In initial surgery the instrument fired 4th times. There were no difficulties on the first, third, and forth firing. At the second firing using neoveil, all deployed staples were unformed. Bleeding amount was 10cc and no blood infusion was given to the patient. The target tissue was thick. The doctor manually sutured the staple line and confirm there were no bleeding and oozing, then finished the surgery. Although it was confirmed there were no leakage at evening on (B)(6) 2012, it was unsure when the leak was detected.